Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the patient experienced syncope and was hospitalized. It was also reported inhibited or failing pacing of the implantable pulse generator (ipg). Troubleshooting, diagnostic testing was performed. It was also reported that due to inhibition of ventricular pacing because of crosstalk from atrial pacing pulses. The crosstalk occurred after the end of the ventricular safety pace interval. The problem was solved with reprogramming to a slightly higher sensitivity setting value on the ventricular lead. The ipg and ventricular lead remain in use. No further patient complications have been reported as a result of this event.